Event description:
It was reported through the pt, as a result of a legal claim that allegedly "the pt received a trident right hip system." It was further alleged that the pt is experiencing "pain and squeaking."

Manufacturer narrative:
Other devices listed in this report are: unknown trident right cup. Unknown acetabular shell right. Unknown press-fit accolade stem right. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Due to the ongoing litigation no additional info available at this time. If additional info received it will be reported on a supplemental report.